Event description:
The customer contacted physio-control requesting an analysis of the pt event record and to confirm if the device made the appropriate shock or no shock decisions during pt use. The customer only asked for the data analysis and did not allege any malfunction of the device. The pt was not resuscitated. The customer indicated that device misuse and the pt's poor condition lead to the pt's death.

Manufacturer narrative:
(B) (4): there was no device malfunction. The customer indicated that device misuse and the pt's poor condition lead to the pt's death. A clinical review of the reported event determined that device use may have contributed to the pt's outcome. The initial ECG rhythm was vt (shockable) and shock was advised; however, a shock was not delivered. The record indicates that the user may have pushed the device's on/off button and powered the device off, disarming the charge. The reported event was determined to be caused by user error.